Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not printing labels. A field service engineer dialed into the station and reconfigured the zebra driver settings, after which the customer was able to successfully print the patient label. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ws2 zebra label printer may require driver repair, as it printed long blank labels and paused during operation. Rebooted the printer does not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.